Event description:
It was reported that the system would not boot up. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos battery was replaced and the cmos was reset. The computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.